Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he noticed a lot of vacuoles ("glistenings") in an intraocular lens (iol) the other day. He has also noticed them in another iol model. Additional information has been requested. No further information is expected as the surgeon reported he did not collect the data. There are two medical device reports. This report is for the first iol model mentioned by the physician.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who provided details of his observations. A bubble type towards the anterior surface of the iol, close to the "rings". Larger than microvacuoles but is present at 1 week postop.